Event description:
It was reported that the leading haptic of an aa4203tl silicone plate lens with toric tore due to a lens malfunction. No patient injury. Additional information was requested, but none forthcoming. If any additional information is received, a supplemental medwatch form will be submitted.

Manufacturer narrative:
Evaluation results - other - visual inspection of the returned product showed a tear in a haptic plate and evidence of a clear surgical residue. A work order search was performed and there were no similar complaints found.